Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had safety disk that failed upon installation. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) during the preventative maintenance (pm) replaced the safety disk, tidal volume disk, 9v daughterboard battery, scroll compressor & pressure/vacuum as all parts were due for replacement and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service. The defective components were sent to getinge's failure analysis and testing (fat) for evaluation. . The national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The nrc verified the failure of the safety disk failure of the membrane differential pressure with the results of 12 mmhg. Factory specification is +/- 6mmhg. Retained the safety disk in the nrc per procedure. Retained this part in the fat dept. As per procedure the non-conformances with the returned components were confirmed.